Event description:
The customer stated that the architect ca19-9xr reagent lot 08852m500 generated falsely elevated results from 77 patient samples. No specific data was provided, however; the customer indicated (on (B)(6) 2012) that some patients may have had unnecessary biopsies (number of patients was not provided) with no information regarding an impact or consequences to patients health.

Manufacturer narrative:
(B)(4): (unnecessary biopsies were performed); (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.